Event description:
It was reported that the customer received an occlusion alarm and thought it was attributed to heavy scar tissue. There was no impact to the customer's blood glucose level. Tandem technical support was unable to perform a system check as the customer was not currently connected to the pump.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.